Manufacturer narrative:
The insulin pump was unable to prime during prime test due to cracked end cap. The insulin had a scratched display window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they were stuck in rewind complete/bolus delivery loop. The customer was advised to hold down the act button until they receive second series of beeps and/or numbers appear on the display. The customer stated that they did not receive second series of beeps nor did number appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.